Event description:
Biomed recently reported a problem to philips regarding the MRI compatible monitor (the monitor is under a service contract that guarantees two hour call backs and 24 hours onsite support). Philips never returned the call, so the following work week, biomed called philips again to follow-up, and biomed was told that philips engineers were not available this week and won't be until the following week. After escalating with philips and reminding them the terms of the contract, they sent an engineer to evaluate and order the needed parts. Parts were delivered later that same week, but it was the wrong part. Philips was contacted again, and the engineer ordered replacements overnight to be here the following work week. On the expected delivery date, we were notified that parts will not be delivered due to shipment issues with philips. In the meantime, the hospital is delaying care and needed procedures for patients that require anesthesia or special monitoring while performing an MRI imaging procedure. Manufacturer response for MRI compatible physiological monitor, expression mr400 (per site reporter): manufacturer after responding sent wrong parts. We are still waiting for updates about replacement parts.